Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2002 and mesh was used. The patient experienced pain and erosion of her internal bodily tissue post operatively. No additional information was provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2012. It was reported that the patient underwent a gynecological procedure with a total abdominal hysterectomy and abdominal sacral surgery on (B)(6) 2000 and mesh was used. The patient experienced pain and erosion of her internal bodily tissue post operatively. She underwent a mesh removal surgery on (B)(6) 2002, due to urinary tract infections, dyspareunia, incontinence, pain, and erosion. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2000 in order to treat cystocele, stress incontinence, and cervical prolapse. It was reported that following insertion the patient experienced urinary incontinence, urinary tract infections, blood in urine, and very painful sex. Furthermore the left side of patient¿s pelvic and hip areas were tender and weak. This radiated down left leg and caused a feeling of constant pinching. It was reported that the patient underwent surgery for twisted intestines in 2002. It was reported that the patient underwent removal of rivets and foreign object from pelvic area, re-lift of bladder, and placement of sling under bladder (placed abdominally) in 2002 and 2003. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-01235. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: patient was diagnosed (B)(6) 2010 with complex partial epilepsy. Patient reports that symptoms of numbness and left sided weakness began after an extensive gynecologic surgery nine years ago.